Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload, and it fired and cut without any difficulties. The staple line and the cut line were complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of user error, the instructions for use do contain the following: "caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload." The event could not be confirmed as the device performed without any difficulties noted. During functional testing, the device opened and closed without any difficulties noted. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 8/26/2020. Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, after the surgeon clamped down on the vascular pedicel and fired the gun, the jaws would not open. The surgeon put a pair of mayo scissors into the handle to lever them apart. When the device was removed, the staples were not in a straight line and were at different angles. There were no patient consequences.